Event description:
Guidewire could not be advanced through the tip seal of the attempted left ventricular (lv) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).